Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received two devices opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Instrument 1 was observed to have both blades bent. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for both instruments. No sheering on the toggle switches was observed. Upon trying to bend the blades back into place, one blade broke for instrument 1. No further functional tests could be done for the instrument. Instrument 2 was loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for instrument 2. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the needle fell out of the device and then the device would not open. No adverse events have been reported.

Manufacturer narrative:
(B)(4).